Manufacturer narrative:
The reported events of choroidal hemorrhage and impaired visual acuity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® 45 gts event described as "large choroidal hematoma (hemorrhage)" during implantation in unknown eye. Physician believes patient has very little chance of regaining visual acuity following event.